Event description:
The customer was hospitalized for high bgs. Unable to verify but family member mentioned that doctor indicated pump had malfunctioned. Also the family member stated that doctor looked at pump and showed that it had alarmed no delivery message. The insulin set was changed several times. Family member had the pump but pump was empty and their pt had the reservoir in the room. Family member called back to perform the testing and they stated that the doctor advised them to request a repalcement pump.